Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low/short battery lifetime and teh customer received a power loss alarm. The customer reported a blood glucose value of 98 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-399a, mmt-332a. Troubleshooting was performed and the customer stated that the pump was recently stored or without a battery for more than 10 minutes. The customer was able to clear the power loss alarm and able rewind the pump. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked into place properly during testing. Unit was successfully downloaded using thump software. Unit passed fully functional test within spec. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, on adapt, battery alert fault 6 was recorded on 07/20/2024 at 11:51:13.000 hour through 12:36:10.000 hour. Fault 104 was recorded on 07/20/2024 at 11:32:00.000 hour unit was cut open to perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit also received with: pillowing keypad overlay and scratched case in summary, customer concern for unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Unit functioned properly, and no unexpected battery related alarms noted during testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.